Event description:
The customer reported that during a lobectomy, oozing of about 10cc occurred although an end tone, indicating a completed sear cycle, was heard . A new device was used to complete the procedure. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.